Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and her pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which warranted the transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of clinical follow-up, timeline of events, medical intervention, causality and no manufacturer evaluation of the device and/or product, this clinical investigation cannot exclude the patient¿s liberty select cycler or liberty cycler set from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and her pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records, patient demographics) were unsuccessful.